Event description:
It was reported the patient was diagnosed with an infection so the devices were removed and antibiotic spacers were implanted.

Manufacturer narrative:
The event was not confirmed as device was not returned for analysis and no medical records were provided for evaluation. Device history review indicates all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for this lot. Review of the sterilization records verified the sterility of the reported product lots. It is noted that when the double barrier packaging is opened, the sterility of any device becomes a function of handling and surgical technique and is beyond stryker's control.

Event description:
It was reported the patient was diagnosed with an infection so the devices were removed and antibiotic spacers were implanted.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat #: 5515-f-602, lot #: fniv, description: triathlon ps fem component, cemented; cat #: 5521-b-600, lot #: ehog, description: tri ts baseplate size 6; cat #: 5560-s-112, lot #: n5t14p, description: tri cemented stem 12 mm x 50 mm; cat #: 5551-g-401: lot # d593, description: triathlon asymmetric x3 patella. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. Hospital will not release.